Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500s mg/dl). Pump supplies were change and a bolus was delivered to address bg. Customer alleged the pump settings needed to be adjusted and was the suspected cause of elevated bg. Recommendation was made for the customer to discuss the event with a healthcare provider.